Event description:
It was initially reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009.(patient over 18 yrs old). According to the complainant, while attempting to cannulate the papilla with the autotome and guidewire, it became necessary to stretch the autotome to get the right direction for cannulation. The autotome was twisted and it wasn't possible to achieve good direction to cannulate. The procedure was completed with another autotome rx sphincterotome. This event has been deemed a reportable event based on the investigation results; "the working length/distal tip with exposed cut wire was twisted".

Manufacturer narrative:
From a visual evaluation, it was found that the working length and distal tip with exposed cut wire was twisted. Investigating the canulating orientation of the device by inserting the device into the scope, it was found that the initial tip orientation did not meet the orientation specification due to the twisted distal tip. The orientation of the distal tip could be adjusted left or right by rotating the handle, but still could not be adjusted within specification due the twisted distal tip. A functional evaluation found that the bowing was not in place due to the twisted tip. The condition of the returned unit was largely consistent with the complaint, however, the exposed cut wire was twisted. The most probable root cause is "operational context". A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).